Event description:
Treatment info on this incident was not available until 1/3/97. A facility reported that a pt lost excess fluid of approximately 2.7 kg more than the machine was programmed to remove. The pt was symptomatic during the treatment with hypotension, relieved with normal saline. The treatment was completed. The machine was investigated by the MFR and a capacitor was replaced. Proper machine operation was verified and the machine has since been used for treatments without problems. The capacitor will be returned to the MFR.